Manufacturer narrative:
This report serves as both the initial and final medical device report (MDR), incorporating the findings from the investigation. The device was not returned for evaluation as it remained implanted after the valve-in-valve (viv) procedure. Structural valve deterioration (svd) is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Svd commonly occurs with a considerably increased rate after 10 years. Prior investigations and extensive literature review have shown that it is predominantly related to patient factors and implant duration rather than to manufacturing issues. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely cause is patient factors, including an implant duration of 10 or more years. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
Per the report received from italy, edwards received notification that this 56 years old patient with a 25 mm edwards magna valve implanted in aortic position underwent reintervention for a valve-in-valve procedure after an implant duration of ten (10) years and five (5) months due to degeneration leading to stenosis and regurgitation. As reported, symptoms of the failing valve included dyspnea and kidney failure. A 26 mm transcatheter valve was successfully implanted within the pre-existing edwards surgical device using the transfemoral approach.